Event description:
It was reported that during an appendectomy procedure, the device was closed and fired but the surgeon was not able to reopen it. The device also would not reopen with the manual release button. The surgeon took a second device to do another staple line to "cut out" the first stapler. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that one ec60 device was returned with no visual non-conformances and with an ecr60w reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, and formed all the staples as intended. After further analysis it was noted that the device clamping mechanism was noted to be damage. The device was disassembled to verify the condition of the internal components and the closing trigger return spring post was noted to be broken, not allowing the device to properly open when the release button was depressed. However the device could be opened by applying reverse force to the trigger. Although no conclusion could be reach on what caused the post to break, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that: "during case pull, thumb button on plunger was noticed to have partially separated from plunger stem."